Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag card for two tests. This MFR. Report addresses test 2 of 2. The customer reported conflicting results with the binaxnow covid-19 ag card performed on (B)(6) 2021. The binaxnow covid-19 ag card performed on (B)(6) 2021 displayed positive and negative results within the result reading time frame. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 142060 and test base part number 195-430h / lot 136894a.. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 142060 showed that the complaint rate is (B)(4) and (B)(4) respectively . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.